Manufacturer narrative:
The returned valve was patent and met the requirements for leak testing. However, it did not meet the requirements for siphon, reflux, pressure-flow and preimplantation testing. Proteinaceous debris was noted within the interior and exterior of the valve. Proteinaceous debris was also noted on the ruby ball. Debris within the valve may interfere with the siphon control device resulting in fluid siphoning and/or reflux. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris¿. A review of the manufacturing and sterilization records showed no anomalies. All valves are 100% tested at the time of manufacture.(B)(4).

Event description:
It was reported to medtronic neurosurgery that a patient was successfully implanted with a strata ii valve on (B)(6) 2015 due to congenital hydrocephalus. It was also reported that the product was found to be ok prior to surgery and the water injecting test was ok. According to the report, the valve was checked on (B)(6) 2015 and was found to have poor drainage. Reportedly, the valve was explanted on (B)(6) 2015 and the product was not found to be damaged. The report stated that after the operation, the patient's intracranial pressure was very high, around 330 and the patient was unconscious and in the ICU. According to the report, the patient has an intracranial infection. It was reported that the physician took action by way of external drainage and anti-infection but the patient was still unconscious and infected.